Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that he received a no delivery alarm on his insulin pump. His blood glucose was 114 mg/dl. During troubleshooting, the customer was advised to disconnect and reconnect the reservoir and infusion set at the tubing. Insulin exited the tubing while a manual prime was performed. It was explained that the no delivery alarm was caused by a reservoir and infusion set occlusion. Nothing further reported.